Event description:
Per the clinic, the patient experienced a chronic infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient underwent abutment removal under general anesthesia on (B)(6) 2023. It was also reported that the patient was treated with oral antibiotics (specific date and duration not reported).